Event description:
A report was received in 9/26/2002 that a dr had implanted a memorylens in a pt's left eye in 2000, which lens has opacified. The pt's visual acuity at exam in 9/2002 was 20/70 os. The pt has a pre-existing medical condition of diabetes. The dr planning on explanting the lens at some point in time.